Event description:
It was reported that during an unrelated hospitalization, the pulse generator exhibited loss of ventricular output and capture anomalies. Device reprogramming was performed and capture was obtained in the bipolar setting. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.